Event description:
It was reported that approximately 5mm of the distal tip of the electrode broke off and was left in the patient as the doctor was removing the electrode from the needle after the lesion was complete. The procedure was completed with a 10 minute delay. No medical intervention or adverse consequences have been reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that approximately 5mm of the distal tip of the electrode broke off and was left in the patient as the doctor was removing the electrode from the needle after the lesion was complete. The procedure was completed with a 10 minute delay. No medical intervention or adverse consequences have been reported.